Event description:
It has been reported to philips that there were problems with the motorized movements of the c-arm. The system was in clinical use. No harm has been reported. A philips service engineer inspected the system onsite and analyzed the log file. The log file showed an error in the geometry module. The geometry module has been replaced and the system was returned to use in good working order. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philps has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that problems with motor movements of the c-arm. Review of the system log files showed an error in the geometry module. Fse replaced geo module. After replacement of geo module, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.